Manufacturer narrative:
This follow up is to retract information provided in section d, implant and explant date provided in MDR report 2017865-2014-04006 submitted on (B)(4) 2014 was erroneously provided. It was a same day incident. Analysis found normal device characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure the lead exhibited unacceptable thresholds. The lead was explanted.